Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose level was 164 mg/dl. Recommendation was made for the user to prime the tubing until the air is removed.